Event description:
Following surgery during time period of 1/8/98-1/14/98, 6 pts sustained postoperative cornea endothelial cell decompensation. One common element appears to be abtox plazlyte sterilization process. However, more indepth investigation underway to verify cause.